Event description:
Pt undergoing endovascular aaa repair - during procedure, physician could not pass a wire through system. Graft removed from service and another one was used. After procedure, attempted to pass wire and it went through without issue. Unsure of reason for hindrance during procedure. MFR: please note that we do not send products to the MFR but you may arrange for pick-up.